Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Because of persistent swelling and suspected infection, the cochlear implant was explanted. Meanwhile, a new cochlear implant was implanted in the contralateral ear to maintain the user's auditory rehabilitation.